Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the pump display was distorted with no readable lines. The pump would clear up and then go back to lines. The pump was used for the remainder of the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.